Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The explanted device was lost and will not return for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
Advanced bionics was informed that the recipient¿s device was reportedly explanted during radical mastoidectomy, facial nerve dissection and cochleotomy surgery due to cholesterol granuloma of the middle ear and mastoid, labyrinthitis and fluctuating facial paresis. The recipient was hospitalized and prescribed IV antibiotics cefepime for 14 days. The recipient is reportedly healing well. The recipient will not be reimplanted due to the cochlea being destroyed by granulations.

Manufacturer narrative:
The recipient's infection has reportedly resolved.